Event description:
During a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Technical support was contacted and suspected lead damage. Technical support recommended further investigation via provocative testing. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of noise and lead damage were confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported events was due to external abrasion to the outer insulation exposing the outer coil in the abrasion zone consistent with friction to the device can.